Event description:
Caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset instructions and guided them through the reset process, after which the pump no longer displayed the cgm error code. The caller successfully started a new sensor session.